Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had foreign matter on the needle tip. This was discovered before use. The following information was provided by the initial reporter: it¿s noticed that foreign matter on the needle tip and needle cap unwrapped the package.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system had foreign matter on the needle tip. This was discovered before use. The following information was provided by the initial reporter: it¿s noticed that foreign matter on the needle tip and needle cap unwrapped the package.

Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of (B)(4), MFR report # 3006948883-2019-00784 that has already been reported for malfunction.